Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, olympus medical systems corp. (Omsc) assumed that the reported event was caused by the wire of the metal blade being cut and stuck in the insertion tube. The wire breaks may have been due to flexion stress. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The inspection of the device by sorc also confirmed followings; -the angle range of the bending section was insufficient. This phenomenon was reported by a customer prior to this inspection. The angle wire was worn. -the insertion tube was damaged. -there was a hole in the bending section rubber. -bending section rubber holes and leaks were confirmed. -there was a scratch on the control body cover. -there was a scratch on the universal cord. -the scope connector contacts were discolored. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the olympus service operation repair center (sorc) for repair and found that the surface of the insertion tube was peeled off and the a metal blade was protruding outward from the insertion tube. There was no report of patient injury associated with this event.